Event description:
It was reported that during an appendectomy procedure, cutting was complete, but there was an incomplete staple line and malformed staples. Another like device was used to complete the procedure. There was no patient consequence.